Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when the surgeon fired the vascular reload she noticed that not all the staples had deployed; some were still in the cartridge. She fired the device a total of five times and on each firing she noticed that not all the staples had deployed. She decided to over sew the staple lines and finished the case without any further issue.